Manufacturer narrative:
Correction: on 7-jan-2026, it was noticed the concomitant products were inadvertently omitted from section d10. Concomitant medical products of the 3500a initial medwatch report. The items have now been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
During an electrophysiology (ep) study with a pentaray nav catheter, the patient experienced air introduction because no pressurized drip was connected to the catheter and led to the patient having a cerebral infarction. The patient required extended hospitalization at another facility. The report indicated that after confirming details with the distributor, it was found that due to forgetting to use pressurized dripping, air entered the patient¿s body, resulting in a cerebral infarction. Since this occurred with a pentaray nav catheter, it is estimated to have happened about 2-3 years ago. The patient has not been hospitalized at this hospital, and no extended hospitalization was noted at this hospital. The physician's opinions on the relationship between the event and the product was that the patient developed a cerebral infarction due to forgetting to perform pressurized dripping with the pentaray, which allowed air to enter the patient's body. The physician determined that this was a human error and not related to the ep products. No abnormalities observed prior/during use of the product.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 15-jan-2026, additional information received indicated the pump was not used in this case. The issue was believed to be related to the pentaray, not related to the generator. There were no observations such as intracardiac excessive microbubbles observed via ultrasound, or excessive impedance errors noted during the case. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).